Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed red marks described as burn marks on her back under the therapy electrode pads of the lifevest. The areas reportedly had some bleeding. The patient's doctor was aware of the skin condition but there is no indication of a treatment for the skin condition. Follow-up attempts were unsuccessful and the patient's medical outcome is unknown.